Event description:
On (B)(6) 2013, patient reported she experienced hyperglycemia due to persistent e4 occlusion errors on the infusion device. The errors began on (B)(6) 2013, and she had removed the competitor's infusion set and successfully primed through the adapter. She began to vomit every 10 minutes on (B)(6) 2013. Her blood glucose was "hi" mg/dl, and she delivered a 5.0 unit insulin injection. She went to sleep, and an hour later when she woke, her blood glucose was still "hi" mg/dl and she delivered another 5.0 unit insulin injection. She went back to sleep and her mother continued to deliver 5.0 unit insulin injections every hour. She reported she would not have been capable of self-treatment. Her blood glucose decreased to 450 mg/dl after 2 hours, and her target range is 100-200 mg/dl. She switched to a backup infusion device, and she did not have the alleged infusion device available to complete troubleshooting. Three attempts were made to contact the patient, but these were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. The customer has the pumps with (B)(4) in his possession. Both production reports were reviewed.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.